Event description:
A surgeon reported that there was poor aspiration and poor cutting of the vitreous probe during a retina procedure. The procedure was replaced and the procedure was completed without consequences to the patient. There is no product sample returning for evaluation as the reporter informed that it was discarded. There are no additional event details expected for this case.

Manufacturer narrative:
There were no samples returned for evaluation; therefore, the condition of the product could not be verified. The device history records (DHR) for the lots were reviewed. There were no abnormalities that could have contributed to the customer complaint issue found during the device history records (DHR) review and the product was released according to the manufacturer's acceptance criteria. The root cause for the poor aspiration, poor cutting issue cannot be determined. (B)(4).